Event description:
It was reported that the customer received two button error alarms. The customer's blood glucose level was 248 mg/dl. She had a quadruple bypass and recently finished her steroids. The customer was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
The insulin pump alarmed button error due to moisture damage on keypad traces. The insulin pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.